Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00005622.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to program were unsuccessful. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The reported event of high impedance on contacts was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance.

Event description:
Additional information received identified that the lead had migrated, and patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.